Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2010-02202 & 1627487-2010-02204. The pt rec'd her scs system consisting of two percutaneous leads and an ipg on (B)(6) 2007. It was reported both leads had migrated laterally. In addition, the pt complained of pain at the ipg site due to its placement. While the ipg implant pocket was being revised, the surgical technician immersed the ipg in sterile saline but neglected to plug the ipg header ports. As a result, a new ipg had to be implanted. The leads were repositioned and re-anchored. Shortly after the procedure, the pt reported that stimulation was not covering her pain. Both leads were explanted and replaced. F/u on the pt found no further issues reported. Only the ipg was returned to the MFR analysis. No further info is available.